Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed more of three openings assessed as surgical damage and observed a cracked valve seat diaphragm valve. ¿ other medical: unable to observe. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "the patient aspirated during surgery," which has been deemed not related to the device. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "the patient aspirated during surgery," which has been deemed not related to the device. Device has been explanted and replaced.